Event description:
It was reported that pump screen stayed dark, would not turn on, and pump battery would not charge, and later pump began flashing red and vibrating every few minutes. There was no adverse impact to the customer¿s blood glucose level. Customer followed instructions to try multiple button presses, remove pump from case, and connect to known working charging equipment without success, then used multiple daily injections as backup insulin therapy while customer technical support arranged replacement pump shipment, provided tracking details, and instructed return of malfunctioning pump and setup of replacement device, which caller understood and acknowledged.